Event description:
It was reported that (1) tl90 was used during a colectomy procedure. It was reported by the rep that when surgeon engaged the trigger the staples fell out but did not mesh together. It is unknown how the case was completed. There was extened or time by two minutes.